Event description:
It was reported in clinic notes that the patient's generator battery is at an intensified follow up indicator = yes condition. It was also noted that the patient has experienced an increase in seizures. The patient has been referred for generator replacement. Attempts have been made to obtain further information. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient underwent prophylactic generator explant and replacement. Per explanting hospital policy, the explanted generator was discarded. No additional relevant information has been received to date.